Event description:
The field service representative (fsr) reported that during notice of field correction (nfc) of the device, the system-1 pump head is dead after dozens of attempts to load the 1.40 software. Since the event occurred during nfc, there was no pt involvement.

Manufacturer narrative:
The fsr replaced the pod board in the pump head and updated software. The unit operated to MFR's specifications and was returned to clinical use. The suspect part was returned to the MFR for further eval.